Event description:
Hospital advised that the patient was in the or on cardiac bypass. Channel b was set up to infuse dopamine in d5w at a rate of 3ml/hr when the anesthesiologist noted error code 207. He moved the infusion to another channel where it was infused without difficulty. There was no patient consequence.